Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. The report is based solely on the customer's reported issue. The instructions for use state "always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products." (B)(4). Device not returned.

Event description:
Customer reported the gait belt buckle (teeth) are not long/sharp enough to penetrate the belt to provide a good hold or the fabric is too tightly woven for the teeth to penetrate to provide a good hold. No patient/care giver incident or injury was reported and the date the issue was discovered is unknown.